Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Device evaluation: device photograph(s), for the device related to the reported event of capsular contracture requested on sep 25, 2024. It is not possible, to determine, the lot number or catalog through the photos provided. Capsular contracture: unable to observe, as it is a medical event. That is not related to the device. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, a right-side capsular contracture, baker grade iii. Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. Device remains implanted.